Event description:
It was reported that a patient developed an infection the day after surgery; a second surgery was performed approximately six weeks later to remove the implant. Procedure was osteotomy valgisation. The second surgery was not completed with another bone substitute; it was completed with an external fixation. It is unknown how the infection was detected. The patient current condition is reported as fine. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The lot number provided (10061c407) is not a valid lot number for the item number reported, therefore a device history record review could not be performed. Confirmation of part/lot number was requested but not provided. This device is supplied sterile. Details of patient health history and preexisting medical conditions and well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined; the most likely cause for this event is a nosocomial source. This is the first complaint of this type for this part number. The evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Manufacturer narrative:
This is a follow-up to change from lot number unknown in the original submission to lot # 10061c407. Part remained in patient.